Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. The lead was returned in two segments for analysis. External insulation abrasions were noted at 7.5-7.6cm, 16.1-16.2cm, and 16.1-16.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 25.7-27.3cm, 26.4-27.7cm, and 32.0-32.6cm from the distal tip. The etfe coating was intact at these locations. (B)(4).